Event description:
It was reported that the customer was receiving a no delivery alarm when she had almost finished priming the insulin pump. The customer's blood glucose was 151 mg/dl. The customer also received multiple no delivery alarms after changing out the reservoir and infusion set more than three times. Troubleshooting was done. The customer stated that the insulin did not exit. Advised customer to change the entire infusion set as soon as possible. Advised to return the infusion set and reservoir for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.